Manufacturer narrative:
Evaluation summary: results indicated confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative measures as appropriate.

Event description:
Int'l affiliate reported that the occluder foot of a transfer set was broken. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007.